Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter was tilted 7 degrees. The apex of the filter does touch the ivc wall and is less than 2cm below the most inferior renal vein. It was noted that the filter does not perforate the ivc and there are no fractured or bent struts. There was no significant ivc stenosis identified.

Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter was tilted 7 degrees. The apex of the filter does touch the ivc wall and is less than 2cm below the most inferior renal vein. It was noted that the filter does not perforate the ivc and there are no fractured or bent struts. There was no significant ivc stenosis identified.